Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillation (ICD) device was reportedly hospitalized due to not feeling well and received external cardioversion for a sustained ventricular tachycardia episode. The device ventricular tachycardia detection rate was reprogrammed; no further arrhythmia episodes were reported. The device remains implanted and in service.